Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that he cleared the alarm but received another alarm about a minute later. Customer has been experiencing high blood glucose levels. Customer's blood glucose level was 401 mg/dl. Customer treated with a manual injection. Troubleshooting was performed and the insulin did exit and the pump alarmed no delivery. Customer reported that the insulin does not exit and there is greater than normal resistance with a plunger push. It was explained that the alarm was caused by a set/reservoir connection. Customer was advised to replace the infusion set and reservoir. Customer will return the infusion set and reservoir for analysis. Customer was advised to monitor the issue and follow up with their health care provider. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-46762, 3004209178-2015-46088.